Manufacturer narrative:
(B)(4). Medsun report# (B)(4).

Event description:
The complaint is reported as: wire sheared upon removal through catheter. While the vein was being accessed using bedside ultrasound in the critical care unit, the wire was fed into needle without issue. The needle was then removed. The catheter was placed confirmed using manometry over a flexible wire. The wire was removed. Venous blood was confirmed on manometry [based upon the pressure]. The wire was reintroduced into the femoral vessel through the manometry catheter. The wire placement was confirmed with ultrasound. Soft tissue was dilated x 2. The hd catheter was placed over wire. When the wire was attempted to be pulled back, there was resistance. The operator tried to change the angle. There was still resistance. Consequently, the catheter was pulled out halfway out of the vessel with wire remaining inside the catheter. Next, the wire was pulled back and was noted to be sheared. The wire could not be pulled back further. In entirety, the catheter and wire were removed. The tip of the wire was still intact and the middle of the wire had been sheared. A second wire was used to place a catheter using the same access site without issue. A kub x-ray was obtained and no residual wire was identified (not thought to have been broken off at all). It was reported the patient had minor injury described as removal and replacement of the device. It was also reported the removal and replacement of the catheter did not impact the patient, who was in the critical care unit unrelated to this event. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Medsun report# (B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire was confirmed to be unraveled. Visual examination revealed the guide wire is unraveled from the distal weld and has multiple kinks in the guide wire body. The distal end of the core wire is broken and protruding out of the coil wire. The j-bend is misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Both welds appeared full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The major kinks in the guide wire body were measured at 45 mm, 294 mm, 342 mm, 380 mm, 445mm, and 598 mm from the proximal tip. The broken core wire measured 682 mm in length, which is within the specification of 679-687 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.848 mm which is within the outer diameter specification of 0.838- 0.877 mm per guide wire product drawing. The undamaged portions of the wire were inserted I nto a lab inventory ars and 18 ga needle to functionally test. The guide wire passed through both with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The catheter was not included because the reported kit did not contain a catheter. The instr uctions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: wire sheared upon removal through catheter. While the vein was being accessed using bedside ultrasound in the critical care unit, the wire was fed into needle without issue. The needle was then removed. The catheter was placed confirmed using manometry over a flexible wire. The wire was removed. Venous blood was confirmed on manometry [based upon the pressure]. The wire was reintroduced into the femoral vessel through the manometry catheter. The wire placement was confirmed with ultrasound. Soft tissue was dilated x 2. The hd catheter was placed over wire. When the wire was attempted to be pulled back, there was resistance. The operator tried to change the angle. There was still resistance. Consequently, the catheter was pulled out halfway out of the vessel with wire remaining inside the catheter. Next, the wire was pulled back and was noted to be sheared. The wire could not be pulled back further. In entirety, the catheter and wire were removed. The tip of the wire was still intact and the middle of the wire had been sheared. A second wire was used to place a catheter using the same access site without issue. A kub x-ray was obtained and no residual wire was identified (not thought to have been broken off at all). It was reported the patient had minor injury described as removal and replacement of the device. It was also reported the removal and replacement of the catheter did not impact the patient, who was in the critical care unit unrelated to this event. The patient's condition is reported as fine.